Manufacturer narrative:
Additional information was added to h6. H11: the actual devices were not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that given the orientation of the y-site in the photograph, it appeared that the blue slide clamp was inverted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the slide clamp was upside down on an unspecified access set. The issue was further described as, "when the blue slide clamp was able to slide into the keyhole, the long side of the tubing hung to the right, leading to the inability to load the tubing". This occurred while hanging an unspecified medication and loading the tubing into the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.